Manufacturer narrative:
Section d4, catalog number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event was confirmed based on the submitted log files. Review of the submitted system controller log files found two pump resets on (B)(6) 2023, which lasted 5 and 4 seconds, respectively. Each of the events appeared consistent with an esd event causing the left ventricular assist device (lvad) software to reset, which is in accordance with the intended design. Following the resets, pump power increased from the 3.6-3.8 watt range to the 5.4-6.0 watt range. The increase in pump power resulted in a corresponding increase in pump temperature from the 46-47 degree celsius range to the 51-53 degree celsius range. Follow-up log files from (B)(6) 2023 showed power in the 5.7-6.2 watt range with lvad temperature fluctuating between 50 degree celsius and 51 degree celsius. Review of the submitted lvad log files showed no change in rotor levitation or drive current following the pump resets. The pump appeared to be operating as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G and the hm 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. This section also addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "static electric discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: -do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. -avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Follow up was performed on (B)(6) 2023 and at that time both power and temperature remained stable at 6.4w and 50 degrees celsius. No alarms were detected in regard to the increased values.

Event description:
It was reported that log files were downloaded and revealed two electrostatic discharge (esd) events. After the second esd event the total power consumption increased by 3 watts (w) and the pump temperature increased by about 6-7 degrees. Follow up was performed on (B)(6) 2023 and at that time both power and temperature remained stable at 6.4w and 50 degrees celsius. No alarms were detected and there was no increase of these values. The patient was reportedly stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that prior to the esd events the mean power was 4w and the mean temperature was 46°c. Soon after the esd events the mean power was 6w and the mean temperature was 53°c. Fifteen days after the event the mean power was 6w and the mean temperature was 50°c. On (B)(6) 2024 the mean power was 5w and the mean temperature was 50°c. The patient was stable and undergoing standard follow-ups in clinic per hospital protocol.

Event description:
It was reported that log files were downloaded and revealed two electrostatic discharge (esd) events. After the second esd event the total power consumption increased by 3 watts (w) and the pump temperature increased by about 6-7 degrees.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.